Event description:
A report from (B)(6), that the cool line catheter was surgically removed after the heat exchange system alarmed indicating a possible saline leak.

Manufacturer narrative:
On (B)(6) 2008, it was reported to alsius that the heat exchange system (coolgard 3000 & cool line catheter) reported an air trap alarm as a result of saline leak. On attempted removal of the catheter, it came out easily until just past the proximal balloon. At the point of the distal balloon, the catheter became "stuck" and it was difficult to remove and the balloon material was bunching up at the interior wall of the vein preventing removal. The attending staff decided it was safest to do a cut down on the catheter to remove it. The catheter was successfully removed. On (B)(4) 2008, the catheter was returned to alsius for eval. The eval confirmed a ruptured distal balloon. There is no evidence of missing balloon materials. Although this event does not constitute a serious injury in itself, if it reoccurred it could result in a serious injury under other circumstances. The cut down and surgical recovery of the catheter was skilful and successful in this case. This is the first report of a retained alsius cool line catheter. There have been over 4500 alsius cool line catheters shipped.